Event description:
Information was received that a smiths medical cadd solis vip pump had alarmed upon powering on the device. Batteries were removed. The pump was restarted without an alarm. No reported patient adverse events.